Manufacturer narrative:
The device has been received for evaluation; however, device evaluation is not yet complete. A supplemental report will be filed upon completion of the evaluation.

Event description:
It was reported that the customer was using the device updater to update the pump and the pump screen froze on the "writing" screen. The pump screen could not be cleared and the customer was unable to continue the update process. The customer did not test blood glucose (bg) levels at the time of the call; however, there was no reported impact to the customer's bg level. It was confirmed that the customer had a backup method of insulin delivery available.

Manufacturer narrative:
The investigation has been completed and the reported issue could not be confirmed. However, a different issue was found.